Event description:
It was reported that stored egm revealed multiple episodes of vf on the ventricular channel due to noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.